Event description:
The patient was revised due to pain and pseudo tumor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Initial visual examination of the returned femoral head and insert finds no abnormal wear on the articulating surfaces that would indicate product problem. Scratching, likely from extraction, is noted on the femoral head outer diameter. Limited patient demographics were provided indicating the patient is a (B)(6) female. Height/weight/bmi/activity level not reported. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Revision surgery operative notes indicate the procedure was to remove the anterior hydrops. A large soluble tumor was noted near femoral nerve. Inside of the tumor, yellow liquid was noted. Also, membranal tissue was noted between the liner and the cup. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. X-rays received and reviewed. X-rays are not dated. There is a radiolucency of unknown etiology at the proximal portion of the femoral stem on the lateral view. The ap view shows an implant that appears to be placed in the proper position. However, the abduction angle of the acetabular cup cannot be properly determined to identify proper placement with the ap x-ray provided; the bilateral ischial tuberosities must be visualized to measure abduction angle, and only one is seen in the x-ray provided. There is a radiolucency of unknown etiology on ap view at the medial border of the acetabular cup. No other information was obtained pertaining to this mom implant; root cause cannot be identified with provided images. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.